Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned. Clinical information provided is very limited. The hematoma was observed behind the peritoneal cavity. Therefore, the root cause of the vascular damage issue was not determined since the product and sufficient information was not returned. B.2 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25227. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-25227 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-25227 incorrectly. No ifus are needed to be reported for this report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that after the impella cp was implanted a retroperitoneal hematoma occurred in the ICU. Two units of blood products were administered and the impella was removed. The patient remained stable.